Event description:
It was reported to philips that the device's therapy connector was worn. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device's therapy connector was worn. There was no patient involvement. The customer requested that an authorized service personnel (asp) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty patient connector assembly. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the patient connector assembly. The part was replaced and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.